Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that there was a distal tip and guidewire exit port assembly damage and a wire was loaded on the sheath and distal tip portion. Additionally the wire returned loaded has kinked close to the distal tip portion. A test guidewire (0.014") was inserted in the distal tip portion detached and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is operational context. (B)(4).

Event description:
It was reported that stuck in stent and catheter detachment occurred. The 70% stenosed target lesion located in a severely tortuous mid right coronary artery (rca). An opticross¿ 6 imaging catheter was selected for use. During coronary angiogram with percutaneous coronary intervention (pci), the physician was pulling the catheter out of the patient¿s body, however, the opticross¿ 6 imaging catheter got stuck on stent and hang up. When the physician pulled on the catheter, it got separated at the monorail exit port. The monorail portion of the intravascular ultrasound (ivus) catheter stayed on the non-bsc guidewire, and the ivus catheter came out separated from the monorail. The main catheter portion was removed using an unspecified guide catheter. The physician finished the procedure. The procedure was completed with this device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: around 60 years of age. (B)(4).

Event description:
It was reported that stuck in stent and catheter detachment occurred. The 70% stenosed target lesion located in a severely tortuous mid right coronary artery (rca). An opticross¿ 6 imaging catheter was selected for use. During coronary angiogram with percutaneous coronary intervention (pci), the physician was pulling the catheter out of the patient¿s body, however, the opticross¿ 6 imaging catheter got stuck on stent and hang up. When the physician pulled on the catheter, it got separated at the monorail exit port. The monorail portion of the intravascular ultrasound (ivus) catheter stayed on the non-bsc guidewire, and the ivus catheter came out separated from the monorail. The main catheter portion was removed using an unspecified guide catheter. The physician finished the procedure. The procedure was completed with this device. No patient complications were reported and patient's status is good.